Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient presented to the hospital and no capture was observed in unipolar mode. All other electrical parameters were in range. Technical support was contacted confirming no capture in unipolar mode which was possibly caused by a lead perforation of the myocardium. No intervention was performed at this time, the patient will be monitored. The patient was stable. No further information was available.